Manufacturer narrative:
Only the stent was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported deployment difficulty/activation failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation failure cannot be determined. The treatment appears to be related to the operational context of the procedure. Manipulation of the device during removal resulted in the noted stent damages (stretched, deformed). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the common femoral artery (cfa) with no calcification. A 6 fr 11mm sheath was used in a 7.2 mm vessel and a 7x100mm armada 35 balloon was used to pre-dilate the lesion. The 7.5x100mm supera self expanding stent system (sess) was advanced to the lesion and deployment was attempted. The stent partially deployed; therefore, another guide wire was introduced and a 3x20mm trek balloon was advanced through the wire to jail the proximal end of the stent and remove the stent. Another wire was advanced to remove the delivery system and balloon together under fluoroscopy. The procedure was completed with the same 7x100mm armada 35. There was a delay in the procedure; however, there were no adverse patient sequela. No other information provided.